Manufacturer narrative:
Pump was received with blank display due to moisture damage at lcd board. Pump was received with moisture damage at motor assembly. Unable to verify button keypad unresponsive due to blank display. Unable to verify low reservoir alarm due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.